Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: suction cylinder has discoloration; air/water cylinder has discoloration; scope cover unit has foreign objects; scope cover case unit has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; distal end cover has foreign objects; nozzle has foreign objects; objective lens has stain; lens guide lens has a crack; light guide lens has foreign objects; and bending section cover or distal sheath rubber has slack.

Event description:
The customer reported to olympus evis exera iii colonovideoscope, the images on the monitor are opaque and not sharp. The issue occurred during an unknown event. The procedure was unkown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the scope cover, scope cover case, ligh guide lens and nozzle have foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle, distal end cover ("c-cover"), and light guide lens (lg lens) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.